Manufacturer narrative:
Device history records review was completed for part# 03.226.041, lot# 2516961. Manufacturing location: (B)(4), manufacturing date: aug 19, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation has been completed. A visual inspection, drawing review, and device history records review were performed as part of this investigation. The returned screwdriver was confirmed to have a broken tip. Three (3) of the screwdriver prongs tips were broken and the remaining three (3) were intact. The device has minor surface wear which does not impact functionality. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed. No product design issues or discrepancies were observed. No definitive root cause was able to be determined. The broken tip is likely related to excessive torque. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Patient code (B)(4) used for: the tip broke intraop and an extension of the incision was performed to removed the broken tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a triple arthrodesis of the ankle on (B)(6) 2017. During the procedure while the surgeon was placing two (2) 4.5 screws into the calcaneus, using a guide wire, the tip of the screwdriver broke off as the screws were being tightened manually. The reporter was unsure when the instrument malfunctioned, if it after the first or second screw placement. The fragment tip was easily retrieved although the incision line had to be enlarged to locate the fragment, that was discarded. A routine x-ray was taken that confirmed the fragment was retrieved. There was 5-10 minute delay. No harm was reported to the patient. Another similar instrument was available for the surgeon to place additional screws without difficulty. The procedure was successfully completed. The patient outcome was stable. This complaint involves 1 device. Concomitant devices reported: unknown screw, unknown part and lot numbers, quantity x 1 this report is 1 of 1 for (B)(4).